Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and healthcare provider (hcp) regarding a (B)(6), female patient who was receiving clonidine 300mcg/ml at 25.74 mcg/day and dilaudid 35mg/ml at 3.003 mg/day via an implantable pump for non-malignant pain. The patient's medical history included chronic obstructive pulmonary disease (copd). On (B)(6) 2015, the patient was admitted to the hospital due to overdose from the pump. She was given narcan on several occasions but it had no effect and she "wouldn't wake up." A company representative came to the hospital to turn the pump down but would not shut it off. The patient was also sick with pneumonia at the time and ended up on a respirator for a few days. The hcp said the patient's body "shut down" due to the infection stating the infection "shut her kidneys and liver so the drug could not be processed." The hcp said her body was "apt to do it again" because she had bad lungs and copd. The hcp did not want to take the risk of filling the pump and would not prescribe medication, so he filled the pump with saline on (B)(6) 2015. Additional information has been requested regarding the cause of the event, diagnostics and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.